Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Sus voluntary event report mw5059930 reported: procedure - revision of total knee replacement with stemmed femoral and tibial components. Issue - removed former implant, surgeon reported concern of observed debonding of tibial component from the cement with associated polyethylene wear type cysts in both the tibia and the femur.

Manufacturer narrative:
An event regarding loosening involving a series 7000 standard tibia was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
Sus voluntary event report mw5059930 reported: procedure - revision of total knee replacement with stemmed femoral and tibial components. Issue - removed former implant, surgeon reported concern of observed debonding of tibial component from the cement with associated polyethylene wear type cysts in both the tibia and the femur.